Event description:
The device was returned for an air compressor failure. During initial evaluation the pump alarmed after excessive pneumatic recharge attempts. An internal investigation was performed and no physical signs of damage were identified. The pump was reverted to manufacturing mode and underwent pneumatic recharge testing which it failed consistent with a failed air compressor.

Event description:
The following has been reported: biomed reported: biomed reported: "pump problem error". Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.